Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via a company representative and forwarded by our local affiliate (B)(4). This case involves a female patient (age nos) who received treatment with poly-l-lactic acid (newfill) a few years ago; indication and dosage were not provided. On an unknown date, the patient developed lumps in her cheeks which were excised by a plastic surgeon. "More recently," the patient received botox and poly-l-lactic acid (sculptra) and developed obvious subdermal in her cheeks. The patient is distraught as the event is disfiguring. It is unknown if any corrective treatment was given. The reporter did not provide a casual assessment. (B)(4). Outcome: ongoing. Reporter's causality assessment: not provided. Addendum for follow-up information received on 26-aug-09: (B)(4) results for sculptra revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.